Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately three and half (3.5) years post initial procedure, during follow up, the patient presented in stable condition with a suspect type 1b or type 3b endoleak. The patient is stable and currently being monitored while an intervention is being discussed. Additional information was received that the patient returned for intervention and bi-lateral type 1b endoleaks were seen on angiogram and there was no type 3b endoleak. The physician elected to fully reline the previously implanted devices with an alto stent graft system to resolve the endoleaks.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: medical device problem codes: remove code 1504. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11. H7: if remedial action init: remove recall. H9: correction/removal report number: remove z-0007-2019.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately three and half (3.5) years post initial procedure, during follow up, the patient presented in stable condition with a suspect type 1b or type 3b endoleak. The patient is stable and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 .